Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in four pieces. Visual inspection of the lead found clavicle crush abrading the coating of one ring electrode cable liner and inner coil lumen at the distal to suture tie impression. The cause of the reported event was due to abraded ring electrode cable coating and inner coil lumen which is consistent with clavicular crush. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath at proximal to the suture tie impression. The cause of external insulation abrasion is consistent with friction to the device can.